Event description:
In this event it is reported that p&bond active eco ref. That was used in treatment did not bond. Doctor reports despite identical preparation with storage of the adhesive and use of the product the fillings are failing after a few months. There is no adhesive bond that formed between the filling material and the dentin. No injury to patient.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Investigation results: the device was not returned for evaluation. At the time of the complaint, the three batches mentioned had already expired several years earlier: batch: 2111000157 expiration date: october 31, 2023, batch: 2207000075 expiration date: 04/30/2024. Batch: 2212000389 expiration date: 12/31/2024. For this reason, the reserve samples will not be examined.